Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge.the customer states when ripped, the gauze do not tear clean, they fray and leave debris on the sterile field.

Manufacturer narrative:
Submit date: 10/10/2016. The device history record (DHR) for lot 16d012062 indicates that there were no defects detected in the (B)(4) samples inspected from the lot. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. Due to no sample, a root cause could not be determined. From the description provided by the customer, a potential root cause could be the improper use of the product by the customer. The product is designed for use in the folded 4 x 4, 16 ply configuration. If ripped apart, the gauze weave structure becomes compromised and broken. This can lead to fraying edges and small strings to be dislodged from the sponge. Ripping the product apart may result in release of loose fibers and could decrease the effectiveness of the product. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. As part of the in-process visual inspection, requirements are met for inspection linting/contamination. The description of reported condition indicates improper use of the product, thus no corrective or preventive action is required at this time. If a sample is received, this complaint will be reopened for further investigation. Review was performed on the sponge machines which produce the 4 x 4, 16 ply sponges to ensure proper machine set up. No other containment was required as the reported condition did not indicate defective product, but did indicate product was improperly used.